Event description:
Failure code 535 was found in the event history during services. The hosp. Rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.